Event description:
The biomedical engineer (bme) reported that the waveforms displaying on the central nurse's station (cns) disappeared, then the cns rebooted on its own. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the waveforms displaying on the central nurse's station (cns) disappeared, then the cns rebooted on its own. No patient harm was reported. Investigation summary: prior to the reboot, the customer reported seeing waveform disappear and then heard a loud siren. The information provided is inclusive. The customer did not respond to subsequent contact attempts. A loud siren may be indicative of a power outage at the facility or an alert from the uninterruptable power supply (ups). A power outage would cause communication issues between devices on the network, possibly resulting in the disappearance of the waveform. The other possible explanation is the cns overheated due to blocked vents or close proximity to the wall that forced a reboot. Service history for this serial number shows this is an isolated incident. Service history for the facility was reviewed for related events in july 2021. There were no other related incidents. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had the waveforms disappear and then the cns rebooted on its own. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. Reply was received and customer could not provide the requested information.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had the waveforms disappear and then the cns rebooted on its own. No patient harm was reported.